Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿too long, patient inserts catheter too far". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the red rubber catheter had irritated the patient's urethra and had made the withdrawal difficult. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information received on 05nov2021, patient stated that the sub catheters hurt. Per follow-up via phone on 20dec2021, it was reported that these catheters were used for 3-4 weeks but caused irritation. Customer stated that the catheters finish was not as smooth as what they normally used. The irritation cleared up without having to see a doctor. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿too long, patient inserts catheter too far ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: donot use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (USA) law restricts this device to sale by or on the order of a physician". The device was not returned.

Event description:
It was reported that the red rubber catheter had irritated the patient's urethra and had made the withdrawal difficult. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information received on 05nov2021, patient stated that the sub catheters hurt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the red rubber catheter had irritated the patient's urethra and had made the withdrawal difficult. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported.